Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18585. It was reported that the patient presented in clinic with pain at pocket site. The pocket was revised and the implantable cardioverter defibrillator and right ventricular lead were left implanted. Patient was stable.